Event description:
On 07 jul 2008, the distributor reported that during a review of inventory at the hospital the sales rep noticed that the handle would turn all the way around the shaft of the driver so the handle would not function correctly. With only one driver in the surgical kit, there is a potential for a surgical delay if this malfunction were to occur in surgery.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Device manufacturer date is unk. Evaluation is pending.